Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer blood glucose level was over 496 mg/dl at the time of incident and the current blood glucose level was 560 mg/dl. Customer's other blood glucose value was 469 mg/dl. Customer also reported they receive insulin flow block alarm and changed that infusion set but was still getting insulin flow block alarm. The customer was treated with syringe. The device will not be "return" for analysis. Frn-unk-rsvr, unomed inf set.